Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic stent placement procedure in the bile duct performed on (B)(6) 2022. During the procedure, outside the patient, it was found that the guide catheter became separated. The broken guide catheter remained within the push catheter and was removed in one piece. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h10: the returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the guide catheter was detached, and the guide catheter hub was not returned for analysis. The push catheter was bent in several locations on the distal section. There was no problem with the suture and the stent was still loaded in the delivery system. A microscopic inspection has been performed and it was noted that the suture hole was slightly torn, and the guide catheter was stuck in the threaded connector with adhesive. No other problem with the device was noted. The reported event was confirmed. As per complaint information, the issue occurred during procedure. Handling and manipulation of the device while it was being used can lead to kink or bend the catheters. Additionally, the push catheter suture hole being torn indicates that the suture was properly placed in the device, and it was submitted to tension forces resulting in tearing the suture hole. Based on the information available and the analysis performed, it was reported that stent failed to deploy. Also, during the procedure the physician pull the guide catheter and this one got detached from the device. This happens due the adhesive found in the groove of the threaded connector; this made the guide catheter stick to the threaded connector. To be able to complete the deployment, the guide catheter must be pull until the deployment indicator. For this reason, for the problem of guide catheter break is likely to have occurred due to factors encountered during the manufacturing of the device. Therefore, the most probable cause of those failures is manufacturing deficiency since the problem is traced to the manufacturing of the device. An investigation to address this problem is in progress.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic stent placement procedure in the bile duct performed on (B)(6) 2022. During the procedure, outside the patient, it was found that the guide catheter became separated. The broken guide catheter remained within the push catheter and was removed in one piece. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event.